Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the impedances were normal. The last time the implant turned off was a couple of days ago and it was confirmed the battery level was 60%. No power on reset messages were seen and it was suggested to keep a journal of the on/off incidents. The indication for use was non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacture representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported that once every 4-6 weeks the patient's ins would turn off by itself, and the lightning bolt would no longer be displayed. The patient is able to turn it back on after this happens. During an appointment between the rep and the patient, the ins was 100% charged, stimulation was on, and the ins did not turn off. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.